Event description:
It was reported that the patient underwent a spinal procedure involving rhbmp-2/acs several years ago. The patient reportedly developed excess bone which required surgical intervention.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.